Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery not charging. Customer stated that the batteries were not charging and the unit had to be replace in order to move patient. There was no patient harm reported.

Manufacturer narrative:
Corrected data: b5, e3, h10 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse spoke with the biomed who had retrieved the unit and plugged it in to check the charging and was told that he believed the unit was unplugged during use. And, by the time the fse had arrived, the batteries were fully charged. The fse checked the charging system and did not find any issues. The fse ran the unit for and hour on each battery and the plugged the unit back in and the charging operated correctly. Then, the fse completed performance and safety tests with no issues. The unit was approved for clinical use and returned to the user. Also, it was stated that the parts replaced were replaced due to hours and cycle count.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery not charging. Customer stated that the batteries were not charging and the unit had to be replace in order to move patient.